Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of homechoice machine during dwell 3/5 of home patient's automated peritoneal dialysis (apd) therapy. Reportedly, when hp awoke home patient's transfer set was disconnected from the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised home patient to setup with new supplies to complete home patient's therapy. Per rn, no patient injury or medical intervention was associated with this incident.